Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc determined that a protozoan such as amoebic protozoa would be removed during reprocessing, so it is unlikely the device was insufficiently reprocessed.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device was used for a patient who was a carrier of the amoeba protozoan at the colonoscopy. The user completed the procedure by using the device. The device was washed and disinfected with oer-4 and then used for other patients. However, it was not confirmed whether acecide is effective for amoebic protozoa. There is a possibility that the device was used with insufficient reprocess. The user facility conducted microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. There was no report of patient injury associated with this event including the infection. The user facility did not provide other detailed information.